Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue after moisture ingress. The pump beeped and then would not turn on and there was a complete loss of power. Moisture was noted behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: the pump powered on normally. There were no power alarms related to the initial complaint observed in the black box. The battery compartment was observed to be intact with no cracks and no evidence of moisture contamination inside the battery compartment. The battery cap was able to fully tighten. The pump case was cracked in upper right hand corner of the display area as confirmed by a leak test. The pump case was removed and evidence of moisture contmination was observed inside pump on transceiver board and on internal battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.